Event description:
It was reported that surgeons want new emphasys heads. It did not happen in surgery. Additional information: visual analysis of the returned sample revealed that the outer surface of the device presents sings of wear and discoloration consistent with repeated use and servicing for along period of time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, it was reported that surgeons want new emphasys heads. It did not happen in surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the outer surface of the device presents sings of wear and discoloration consistent with repeated use and servicing for along period of time. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the artic/eze tr ball grvd 32+13 would contribute to a device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to post manufacturing damage this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.